Event description:
It was reported that a toomey syringe component did not "draw up properly," the plunger got "stuck," and that it is "dripping once full of fluid."

Manufacturer narrative:
It was reported that a toomey syringe component did not "draw up properly," the plunger got "stuck," and that it is "dripping once full of fluid." According to the reporting facility, "it seems as though there is an issue with the pressure into the syringe." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review. Inspection of the photo was unable to confirm the reported problem/issue. No physical sample was returned for evaluation. The reported problem/issue was unable to be reproduced or confirmed and no root cause was determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.